Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on (B)(6)-2021. It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that blood was found in the hemostatic valve. The physician withdrew the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium out of the patient¿s body immediately. Changed to a new vizigo sheath to complete the procedure without any problem. There was no impact to patient. The hemostasis valve (gasket) didn't break and the hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body and this issue did not require percutaneous or surgical removal. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath, and it was observed the side port detached from the hub. Microscopic examination in the hemostatic valve surface was performed and showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. However, an internal corrective action has been opened to investigate this failure mode. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that blood was found in the hemostatic valve. The physician withdrew the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium out of the patient¿s body immediately. Changed to a new vizigo sheath to complete the procedure without any problem. There was no impact to patient. The hemostasis valve (gasket) didn't break and the hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body and this issue did not require percutaneous or surgical removal. The event was assessed as a MDR reportable hemostatic valve separation issue.